Manufacturer narrative:
(B)(4). We were informed that a (B)(6) pediatric patient was admitted to hospital following a breathing circuit fire. It was reported that a pulmonetics ventilator and circuit was used with an hc500 humidifier. No information relating to any injuries as a result of this incident was provided. Efforts to obtain further information from the father of the patient were made, however, no responses were received. The complaint pulmonetics circuit and an hc500 humidifier was not returned to fph (B)(4)for evaluation. Therefore an investigation could not be conducted to identify the potential cause of this event. The breathing circuit was not manufactured by fisher & paykel healthcare, nor do we have any details of which circuit model was used. Therefore we are unable to comment on the performance of the circuit. The hc500 user manual contains the following warnings: to prevent the possibility of accidental patient burns, ensure that the heated breathing circuit is not in contact with the patient's skin. Use only fisher & paykel approved chambers, circuits and accessories. Performance and safety cannot be guaranteed if other types of accessories are used. The hc500 humidifier monitors patient airway temperature and will alarm at temperatures greater than 41 degrees celsius. A high airway temperature alarm instantly disables the heater circuits and will cut power to the heater plate. It should also be noted that the hc500 is designed to comply with the electrical standard: iec60601-1.

Event description:
A homecare provider in (B)(6) reported to a fisher and paykel healthcare (fph) field representative that a (B)(6) pediatric patient was admitted to hospital following a breathing circuit fire. A pulmonetics ventilator and breathing circuit was used with an fph hc500 humidifier. No patient consequence was reported.